Event description:
It was reported when the inserter was going to insert the spring wire guide, he noticed it had "bendings it its body and that it was thinner in some sides than others". It was reported "he feels the swg (spring wire guide) is fragile and with high risk of fraction" so a new guidewire was used. Issue was detected prior to use on patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo. However, the guidewire cannot be confirmed to have been kinked prior to use in the packaging since it was isolated and removed from the packaging in the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was discovered: two non-conformances were opened for lot #14p16l0022 in regards to clean test fail. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when the inserter was going to insert the spring wire guide, he noticed it had "bending in its body and that it was thinner in some sides than others". It was reported "he feels the swg (spring wire guide) is fragile and with high risk of fraction" so a new guidewire was used. Issue was detected prior to use on patient.